Manufacturer narrative:
Follow-up: date of submission 18-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a call service 012 alarm. The battery compartment was undamaged. The battery cap was not returned with the pump. A test battery cap was used and able to properly secure to the pump. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms or issues. The pump successfully completed the 24 hour duration test without any issue or call service alarms. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.